Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the flowmeter module to lab use only (luo) testing equipment. The pst observed that a flow value was provided, but the indicator light on the flowmeter module did not illuminate when the device was assigned in the perfusion screen. The light did not illuminate during use, nor did it blink red during backflow scenarios. The pst installed a luo generic printed circuit board (pcb) and the issue persisted. It was determined that the flowmeter module application board did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Status light on new flow module does not turn on.

Manufacturer narrative:
Per supplier evaluation, testing of the flow board identified a failure of the output of the integrated circuit at u11. It was determined that the printed circuit board (pcb) did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Upon receipt of the device, the user reported that the flow module status light would not turn on. There was no patient involvement.

Manufacturer narrative:
H3: 81 evaluation is in progress, but not yet concluded.